Event description:
Description of event according to initial reporter: after unsheathing the graft, the pro-form suture failed to release after turning zta handle and releasing proximal and distal trigger wires. Zta handles was dismantled, and trigger wires were pulled and released manually. Graft moved distally and secondary proximal piece was added to secure seal zone. Patient outcome: the complainant did not report any adverse effects on the patient due to this occurrence.